Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. There is no investigation necessary. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that two cartridges leaked. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the pt) alleging that 2 cartridges leaked. The reporter indicated that the compartment was wet and had an insulin odor. The pt's skin site was reportedly dry. She claimed that the leak appeared to be just below the o-ring. No problem were noted at the luer lock connection to the cartridge. There were no visible signs of damage to the tubing or cracks in the cartridge. The luer lock was reportedly secure. The reporter reported that the cartridges felt normal while cycling. The reporter denied that the supplies were being reused. The cartridges were not expired. The reporter also denied that the pt developed any symptoms because of the alleged issue.